Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used due to an issue with the helix. The physician stated that the helix would not extend while in the patient, and upon removal, the helix took over thirty turns to extend. The lead was not implanted and a different lead was used instead. No patient complications have been reported as a result of this event.